Event description:
It was reported that the patient presented for initial implant. During the procedure, high pacing impedance was noted on the right ventricular (rv) lead. The physician attempted to remove the lead; however, the lead was stuck in the implantable cardioverter defibrillator (ICD) and the set screw could not be loosened. This ICD and rv lead were not used. The physician completed the procedure using a different ICD and rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to disconnect and failure to remove lead from header were not confirmed. As received the device came with lead stuck in the rv port. The lead was able to be removed without anomaly before testing was performed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Visual examinations were performed and right ventricular setscrew was noted to be stripped, consistent with having occurred during procedure. Pin gauge measurement on the header bore port was performed and was within specification. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.